Manufacturer narrative:
The device was not returned for evaluation; it was discarded at the hospital. Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. Pressure readings can change quickly and dramatically because of loss of proper calibration, loose connection, or air in the system. Abnormal pressure readings should correlate with the patient¿s clinical manifestations. Significant distortion of the pressure waveform can result from air bubbles in the setup. Poor dynamic response can be caused by air bubbles, clotting, loose connections, or leaks. A supplemental report will be forthcoming with the device history results.

Event description:
It was reported that the ci and svv values indicated on the monitor were not as expected considering there was no significant change in the patient¿s hemodynamic status. The flotrac kit was exchanged and the problem was solved. The shape of the pressure waveform was normal and the waveform and the values matched. The dpt zeroed without problem before use. There were no error messages observed. There were no occlusion, kinks, nor leakages observed. The patient monitor used with the kit was nihon khoden. A sample of the tracing was not available and the actual values and expected values could not be confirmed from the customer. The patient was not treated based on the incorrect value and there were no patient complications reported. Inquired of patient demographics. Unable to be obtained. The device was discarded at the hospital.

Manufacturer narrative:
This supplemental report is being submitted to correct the aware date for follow-up #1. This corrected date represents the date edwards lifesciences became aware of the need for a correction to the initial report.

Manufacturer narrative:
A review of the manufacturing records indicated that the product met specifications upon release. (B)(4) manufactured date:07/08/2016 expiration date:07/07/2021, (B)(4) manufactured date:07/11/2016 expiration date:07/10/2021.